Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event was confirmed via visual evidence provided by the site which revealed blood in the driveline cable. An isolation of blood servicing procedure was not performed at the time since the blood was not progressing down the driveline. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was blood in the driveline sheath. No exposed areas of trauma to the driveline are noted. No alarms reported. The team did not feel that the isolation of blood in the driveline is needed at this time since the blood was not progressing down the driveline. The patient will be reassessed at their first follow-up clinic visit. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.